Event description:
Customer called to report that the unicel dxc 800 synchron system generated erroneous creatinine results for five patient samples. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, and generated a service request. The field service engineer (fse) inspected the instrument and updated the module to the brushless motor stirrer. The fse then verified instrument performance to ensure that the repair performed effectively resolved the instrument issue. Customer stated that the results were reported, but were amended prior to the initiation of treatment based on those results. Therefore, patient treatment was not affected.

Manufacturer narrative:
The instrument issue was resolved when the fse updated the module for the brushless motor stirrer. Customer has not called back to report any further issues relating to this event. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)